Event description:
It was reported to olympus that the olympus, model cv-170, video system center did not recognize olympus scopes, model series 170 and higher. The problem, as reported to olympus, was identified during preparation for use. The intended procedure, a diagnostic upper endoscopy, was cancelled. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found the following: no image due to a printed circuit board failure; front panel failure due to damage; damaged top cover and rear panel; worn video connector latch, causing poor connection with the video cables; corroded circuit boards dp and upc; flickering image and horizontal lines in image due to a printed circuit board failure; no air pressure due to air pump failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board and the damaged/faulty front panel unit could not be identified. However, it¿s likely the cause of the faulty printed circuit board is related to an accidental failure. It¿s also likely the cause of the damaged/faulty front panel unit is related to an external force. The phenomena of the damaged/faulty front panel unit might have been prevented by following the instructions for use below: ¦ damage of the device [important information ¿ please read before use] do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.